Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The device showed 22 percent residual battery life on (B)(6) 2022 and today, it is at 16 percent residual battery life. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The device showed 22 percent residual battery life on (B)(6) 2022 and today, it is at 16 percent residual battery life. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The device showed 22 percent residual battery life on (B)(6) 2022 and today, it is at 16 percent residual battery life. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was provided in section b5 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The device showed 22 percent residual battery life on (B)(6)2022 and today, it is at 16 percent residual battery life. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.